Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Removal of global unite anatomic shoulder replacement. Patient has since had rotator cuff failure and pain, surgeon removed and implanted zimmer reverse shoulder implants. Doi: unknown, dor: (B)(6) 2021, unknown side.